Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to discharge until the fourth attempt. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated and the device was able to shock consistently without any error. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated the device was in sync mode and the user did not hold the shock button long enough for the device to sync on to the qrs wave. When the requirements were met, the device delivered energy as expected. Therefore this claim is being closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.